Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached high, over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied. Basal rate was then increased by 50%.

Manufacturer narrative:
The exposed soft cannula of the received pod was found to be kinked. When leak test was performed during investigation, fluid was found leaking through a tear on the exposed portion of soft cannula near the formed needle tip. It could not be determined when this damage to soft cannula occurred. No timeouts and no drive stall were noted in the pod download data.